Event description:
It was reported that no flow of unknown solution was observed in a small volume japanese infusor during infusion. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13j011 was manufactured september 6, 2013 - september 9, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. Upon receipt, flow was not visually observed at the distal luer. Forced prime was attempted, but flow was still not observed. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path in the lumen of the glass capillary located inside the flow restrictor housing. Should additional relevant information become available, a supplemental report will be submitted.